Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the right plunger and bottom cases were damaged. During flow testing, the reported problem was verified. The root cause of the reported issue was found to be the size pot cable was damaged. Replaced size pot cable. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was case damage, will not read syringe size after case was replaced. No patient injury was reported.